Event description:
It was reported by customer that they are having issues leaking PICC's and they had to troubleshoot each insertion to ensure it remained a closed system. Additional information received may 15, 2023: it involved multiple patients with different demographics. The event directly involved a patient and user. The event did not involve an urgent medical situation. Patient harm or injury did not occur as we were able to intervene before inserting the PICC line. The event did not interrupt the administration of medication. We had to order chest xrays to confirm placement. Sl wires were used in dl piccs. A specific number of affected patients or devices was not provided by the complainant.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.